Manufacturer narrative:
Product evaluation: an event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received into abbott's patient device tracking indicated that on an unknown date, a 19mm sjm regent heart valve was implanted and that the patient died on an unknown date. The initial reporting was from a family member who returned the implant registration card. The cause of death and additional details were unable to be confirmed as the facility and physician did not release additional information and abbott was informed the physician no longer practices at this facility.